Event description:
In (B)(6) 2025, a large pool and one constituent were reactive in (B)(6). The sample did not discriminate. A reference lab quantified the sample as 1.4 iu/ml hbv dna. The customer did a look back at two previous donations in (B)(6) 2025 and both were nonreactive in ue. Reference lab analysis of the donations were nonreactive and reactive, respectively. The customer requested an explanation for the discrepant results. The donation in april was transfused in may (red blood cells). The recipient was tested for hbv dna in august, and the result was negative. No retesting planned.serology for each donation was anti-hbc and anti-hbs positive. Testing summary: (B)(6) donation pool(B)(4) (B)(4) reference lab: hbv r and hbv quantified at 1.4 iu/ml (roche), anti-hbc total reactive, anti-hbs positive, anti-hbc igm not detected. (B)(6) donation pool (B)(4) (B)(4) reference lab: roche r for hbv, anti-hbc total reactive, anti-hbs positive. (B)(6) donation pool (B)(4) (B)(4). Reference lab: roche nr, anti-hbc total reactive, anti-hbs positive. No quantitation available for (B)(6). (B)(6) sample was confirmed low titer at a level below the limit of detection of the ultrio elite assay. The (B)(6) sample was concordant between the ultrio elite nonreactive result and the confirmatory roche result and represents no alleged deficiency. The (B)(6) sample (pool (B)(4)) is a potential false negative in the ultrio elite assay. The titer of (B)(6) discordant sample could not be confirmed due to lack of sample. A final report will be submitted once the investigation is completed.